Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, dysmenorrhea. It was reported that the patient had a concurrent procedure of a mesh, endometrial ablation with thermachoice, d&c performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2008 the patient underwent excision of eroded sling; cystoscopy; suturing of the vaginal epithelium due to vaginal erosion, extrusion, pain, urinary problems, bleeding. (B)(4) - urinary problems; undefined recurrence; dyspareunia.